Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause of the noise was rv lead fracture. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were noise on the right ventricular (rv) lead and rv lead fracture. Only the distal end of the lead was received for analysis. The reported event of noise on the right ventricular lead was confirmed. Visual inspection of the lead found an external insulation abrasion consistent with friction to the device can in one location proximal to the suture sleeve tie impressions. The abrasion breached all cable lumens with abrasions noted to both non-functioning conductor paths¿ etfe cables coating. The inner lumen was abraded in this region, breaching the ptfe liner and exposing the inner coil. The reported event of lead fracture was not confirmed. X-ray inspection did not find any signs of conductor fractures. Electrical testing did not find any indication of conductor fractures. The reported event of noise on the right ventricular lead was isolated to the exposure of the inner coil at the abrasion zone.